Manufacturer narrative:
The device was returned to zoll medical fa lab for evaluation. During the investigation it was noted that the customer's report could not be replicated during internal testing, and the device passed full functional testing. The event trace was reviewed and identified four occurrences of errors, as a precautionary measure to reduce the likelihood of recurrence, the fan assembly will be replaced. Based on the device evaluation and event trace review, the claim will be closed as observed in the log - recoverable error.

Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported that during use on a patient (age & gender), the device experienced a "hw fault" alarm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.